Event description:
The (B)(4) sundt shunt was in involved in an event during a carotid endocardorectomy. When placing the sundt shunt during the procedure, it was noted that the distal end of the shunt to proximal end had little blood flow. Reversed the shunt with only a little more blood flow. It was decided to revise to another her sundt shunt which worked fine. Patient outcome good however, they had to clamp the carotid for a slightly longer period of time.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.